Event description:
It was reported that low r-waves were noted. Externalized conductors were seen under fluoroscopy. Lead will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.